Manufacturer narrative:
Concomitant medical products: 553445 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heart rate was in the 50s. The implantable pulse generator (ipg) was not pacing below the programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.